Event description:
Home pt's (hp) wife reports a system error 2240 in day drain 1 of 1 during treatment on the homechoice machine. At the time of the alarm, hp's wife noticed hp had disconnected his transfer set from the pt line extension. Per hp's wife, hp was on strong pain medication at the time and disoriented. The treatment was discontinued, set-up discarded, and the health care professional (hcp) was notified. Hcp placed hp on a prophylactic antibiotic-cephalexin 500mg po b.i.d. X 4 days. No pt injury was reported.